Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and the instrument failed the electrical continuity and energy delivery test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on grip and current flow was not detected across the grip tip. There is no obvious damage to the conductor wire(s). Sending to eng for afa. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. On 03/22/2025, intuitive surgical, inc. (Isi) received complaint reporting checklist (crc) report with return material authorization (RMA) stating: not able to activate energy. 5 lives left.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer stated the monopolar curved scissors (mcs) instrument was not able to activate its energy. It had 5 lives left. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the last surgical procedure when the instrument was engaged on system sk6023¿ (B)(6) 2025 prostatectomy - radical w/ lymphadenectomy with dr. (B)(6). It was not identified prior to the start of the surgical procedure on the reported event date of (B)(6) 2025. It was not identified during central processing/cleaning. During the last use in surgery, the instrument was inspected but no damage was found. No arcing was observed during the procedure.